Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 580 mg/dl. Prior to the event, the customer received multiple no delivery alarms. The customer had borrowed some infusion sets from a co-worker because she was out of supplies. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.